Event description:
As reported: during an embolization case, the physician struggled to advance the coil in the microcatheter and when the coil was removed it was seen that the pusher wire was broken. Patient was treated successfully with other coils.

Manufacturer narrative:
The investigation of the returned coil system found the implant coil damaged and deformed, and the pusher hypotube kinked; however, the pusher was not broken as described in the reported event. The physical evaluation of the device could not identify the conditions or circumstances that led to the implant and pusher damage, but the damage is consistent with the device experiencing forces exceeding the implant and pusher's yield strength.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has been returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
As reported: during an embolization case, the physician struggled to advance the coil in the microcatheter and when the coil was removed it was seen that the pusher wire was broken. Patient was treated successfully with other coils.